Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault code 36" and "fault code 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical and the reported malfunction was observed during testing. However, the reported problem could not be duplicated. The analog board was replaced as a precaution and the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.